Manufacturer narrative:
Since the initial report was filed, the investigation has completed. The physician had a concern for mitral valve damage due to the use of the impella 5.0 pump. The pump was returned and found to have damage to it. There was kinking to the pigtail, a deformed inflow strut, a cut cannula, and hemostat-like markings on the catheter. All of these damages could have been due to the removal process, but this is not known definitively. Clinical details of the event were not shared for analysis and investigation. The data logs and imaging were not returned for analysis. Without further clinical details, data logs, and imaging of the patient, the mitral valve damage could not be confirmed, nor investigated. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the presumed mitral valve damage is on-going at this time. The product has been returned, along with data logs, but the investigation has not yet completed. There is more clinical report still pending. Upon completion a final report will be filed.

Event description:
A (B)(6) male patient admitted with cardiomyopathy was awaiting a heart transplant and being hemodynamically supported by the impella 5.0. The patient had been supported for 14 days when his condition began to deteriorate. The team placed va-ECMO to supplement the impella. There was concern of possible mitral valve damage from the impella. The impella remained on for support despite this until he received his transplant. In total the patient had been supported by impella for 18 days.